Event description:
The pt underwent cataract surgery with implantation of the crystalens in the left eye. Postoperatively, the pt complained of night visual disturbances. The crystalens was explanted and replaced with another iol. The pt's prognosis is excellent.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the night visual disturbances was likely related to pseudophakia.